Event description:
During the index procedure, one endeavor sprint rx drug eluting stent was implanted in the proximal lad. At the 30 day follow up the patient was asymptomatic/free of symptoms. Approximately 4 weeks post the index procedure during a staged procedure, another endeavor sprint rx drug eluting stent was implanted in the left posterolateral branch (see MFR # 2953200-2010-01679). At the 6 month and 1 year follow up, the patient was asymptomatic/free of symptoms. It was reported that approximately 18 months post the index procedure that the patient suffered an ischemic stroke. Upon leaving hospital, the issue was resolved. It was reported that 2 years post the index procedure, the patient was asymptomatic/free of symptoms. It was reported that the event was not related to the study stent or the study procedure.

Manufacturer narrative:
(B)(4): evaluation results: stroke.